Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary half height drawer 4 failed. The field service engineer (fse) found no lights on the interface board, and the drawer controller board in 4.1 failed the ohms test. The engineer replaced both the drawer controller and the pyxis module controller boards, secured the connections, tightened the hard stops, and inspected the retractor bands. The firmware was updated, and the drawer tested good in the hardware test application (hta). The fse then assigned the drawer in the application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to open. The customer attempted troubleshooting by rebooting the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.